Manufacturer narrative:
Device evaluated by MFR: analysis found the handpiece overheating and noisy. An internal inspection confirmed that parts such as middle housing, shaft, stainless steel balls, o-rings, nose, and bearings had deteriorated due to dirt and rust. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece overheated during use. On follow up, it was reported that it took over one minute before overheating occurred. A back up device was used to finish the procedure with no delay. It was also reported that there is no impact on neither the patient nor the staff.